Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."